Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 1870. Batteries had been removed for a hard reset. Batteries had been returned to the pump. Settings had been reviewed. Pump had been restarted. The patient had stated that after a few minutes, the alarm would return. It had been offered to remain on the line for a couple of minutes. The alarm had returned after a few seconds. Batteries had been removed to power off the pump. Tubing had been clamped near the port site. Reservoir volume had been 75.70ml, and the amount given had been 24.30ml. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.